Event description:
Dealer states the wire on the right legrest was off of the actuator, but couldn't describe if it was damaged or not. After talking about this for a few minutes, the dealer mentioned that the chair had tipped over at some point, but he doesn't think it was related to the legrest actuator issue. (B)(4). When asked about the chair tipping over, the dealer says that he just mentioned it in passing.